Event description:
It was reported that there was an infection. It was stated that the incision "opened up" three days after surgery. It was noted that the patient had home nurse visits for 1.5 months. Reportedly, the infection was "all healed now." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).